Event description:
It was reported that a user experienced prolonged hyperglycemia after starting the ilet pump, with cgm readings high for hours and a confirmatory finger-stick glucose of 415 mg/dl, following a missed meal announcement while using a dexcom g7 and an infusion set on the lateral thigh. Symptoms included hyperglycemia without severe clinical manifestations. Outcomes included no health consequences or impact. Investigation included communication with the user, review and analysis of information provided by the user, and assessment of adherence to operating instructions. Investigation of this case revealed no device problem, a usage problem related to a missed meal announcement, and an incorrect procedure or method associated with user interface interaction. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.